Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead exhibited noise over-sensing, which resulted in pacing inhibition. No intervention was performed. The patient's condition is unknown.